Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)&#1241;stem was explanted due to a systemic infection. It was also reported that the patient's blood tested positive for the presence of enterococcus and suspected mobile vegetation on the right atrial (ra) lead was documented by transesophageal echocardiogram. The patient is being treated with antibiotics. No further patient complications have been reported as a result of this event.